Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they were still experiencing unfavorable responses with the device. The patient had had numerous contacts with their healthcare professional (hcp) and also the company representative. The patient was experiencing too many urgent urinating situations and also constipation problems. The device had been reprogrammed several times and had not felt that the device had been effective.

Manufacturer narrative:
Product ID 3889-28, lot# va0v5j9, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The neurostimulator was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. The patient reports a loss of therapy. She was going to the bathroom too often. The patient was going to bathroom up to 12 times a day and that was more than before implant. The neurostimulator had not helped her since implant. Since the implant, her bowel movements were being affected and she was taking a laxative. It was noted that the patient had a doctor's appointment in a few weeks. The patient was at 3.6 on program 1 and ins (stimulator) was on. She increased to 3.8. She can feel stimulation a little. Patient asked about leakage symptoms. Additional information received from the patient reports urinating at least 10 times a day. Her setting was at 4.1 volts on program 1. It she goes to 4.2 volts it was uncomfortable. It was also affecting her bowel movement. Patient reports going 4-5 days without a bowel movement. It was noted before implant the patient had kidney problems. It was noted at 1 and 1.4 causes bowel movement all of the sudden and then goes to 4-5 days without a bowel movement. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.